Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter reads inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. The patient reportedly obtained blood glucose readings of ¿280, 266, 312, and 286mg/dl¿ with the subject meter, performed within 20 minute of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient manages their diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly developed symptoms of sweating, felt disoriented, and almost passed out. The patient, however, denied receiving any form of treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/21/2013 and 11/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.